Event description:
It was reported that the customer had been experiencing high blood glucose and no delivery alarms for the past 2 weeks. Customer was also experiencing some lows. Customer's blood glucose at the time of the incident was 26.0 mmol/l. Customer's current blood glucose was 15.2 mmol/l. Customer treated with an insulin pen. Customer had some bubbles in the reservoir and stated that it is normal for them to see air bubbles in the reservoir on the third day of using the set and reservoir. Customer declined to attempt to prime the air bubbles out of the reservoir due to a set change scheduled for today. Customer ran a self test and the pump passed. Customer declined to have the pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.